Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump oil was leaking oil and the fse resealed the vacuum pump to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported an ¿oil smell¿ emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from september 2017 to march 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the odor/smells issue. The assignable cause of the odor/smells issue is likely due to the vacuum pump oil cover. The field service engineer resealed the part and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Device manufacture date correction from 5/18/2008 to 4/24/2008. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).